Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a transurethral resection, in the pelvis. The suture knots loosen themselves despite 3 fold knotting. Another suture was used to complete the case. There was no patient harm.